Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Photographic inspection of the returned photographs noted that the reload was pre-fired. There were staples protruding from proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The staples were locked when leaving the instrument well when doctor made the shot. The handle was not able to recognize the reload. There was a problem unloading the device. The stapler was not able to fire. In order to resolve the issue and complete the case, replaced the device. There was no patient harm. The patient outcome is alive, no injury.